Event description:
The physician performed a stone extraction using a hard wire stone extraction basket. During the procedure the stone was captured; however, during removal (in the turn near the ampulla) and drive cable broke leaving the basket and a portion of the cable in the pt. The remaining basket, drive cable and stone were immediately retrieved with a snare. No further complications occurred and the pt is in satisfactory condition.